Event description:
New information received noted that the device was reprogrammed in the past but the device was found in reset mode again. The reset was cleared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after a patient had finished a series of radiation therapy treatments, device reset was observed. Device to be reprogrammed.